Event description:
Hillrom received a report from a hillrom technician stating the bed aux power cord had exposed wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the auxiliary power cord needed to be replaced. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the hillrom service manual the totalcare bariatric bed system requires an effective maintenance program. We recommend that you perform a semi annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. The technician replaced the auxiliary power cord to resolve the reported event. Based on this information, no further action is required.